Manufacturer narrative:
A ge service rep performed an on site investigation. The reported failure could not be duplicated. The system was tested and found to be working as intended, and placed back into service.

Event description:
It was reported that the 9800 system will not acquire cine images under the multi image mode. There was no report of pt injury.